Manufacturer narrative:
The file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. Manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the device was not returned for evaluation. Although two electronic photo was provided for review. First photo shows power hickman catheter with tissue cuff starting at the zero(0) mark. Second photo shows the unit label of the product reflecting catalogue and batch number. The location of the tissue cuff in the provided photo was in sync with the drawing file. Therefore, the investigation is unconfirmed for the reported defective component. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. 10: d4 (expiry date: 05/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during preparation of an catheter placement procedure, the catheter allegedly found defective and cuff located at 0 cm instead of 2 cm. It was further reported that catheter was not implanted because of defective cuff location. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2022).

Event description:
It was reported that during preparation of an catheter placement procedure, the catheter cuff allegedly dislocated at "0 cm" instead of "2 cm". It was further reported that catheter was not implanted because of defective cuff location. There was no patient contact.